Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had rapid gas loss malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ impact codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had rapid gas loss malfunction. No harm/injury has been reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had rapid gas loss malfunction. No harm/injury has been reported.

Manufacturer narrative:
Updated field: b4, b5, d9, e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the customer¿s stated issue. With reviewing of the logs, the fse did verify the gas loss in iab circuit alarms. Functional tested without any failures or issues.